Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error . Therefore a sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm which occurred on the homechoice (hc) during use during initial drain. The hp was referred to their registered nurse (rn). The baxter technical service representative (tsr) reviewed possible causes and assisted with therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Upon further review, it was confirmed that the patient was not connected at the time of the event. There is no serious injury or intervention to prevent in this event of low drain volume alarm that is causally related to a baxter device.